Event description:
The customer reported they cannot play back images sent to pacs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and formatted the hard drive and reinstalled software and replaced the cine drive. System operates as intended. (B)(4).